Manufacturer narrative:
Device is a combination product. Synergy, mr, ous 4.00 x 24 mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid stent damage, with stent strut lifted and pulled proximally. The undamaged stent outer diameter was measure and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on the analysis on 27feb2019. It was reported that crossing difficulties were encountered. The target lesion was located in a severely tortuous coronary artery. A 4.00x24mm synergy drug-eluting stent was advanced but unable to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.